Event description:
It was reported that a catheter dye study was being performed. It was later reported that there was excessive amount of medication remaining in the reservoir. Results of the catheter dye study revealed no malfunctions found. The patient was doing well and had no complaints. The pump would be analyzed at the patient¿s next visit in (B)(6). The device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type catheter. (B)(4).